Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 237 mg/dl. Customer advised the insulin pump stopped delivering, they were unable to rewind and took battery out. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the paramedics had arrived. Customer was able to clear the no delivery alarm, the device did not rewind, the patient removed the tubing then the insulin pump froze.